Manufacturer narrative:
A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specs. A search of the complaint database revealed that no previous complaints exist for the specified lot. A visual examination of the returned device confirmed, the device was from lot 12480056. There was a kink present in the catheter 42cm from the distal tip. A circumferential tear was present above the proximal end of the balloon. The condition of the returned incident device was consistent with the complaint that the balloon would not inflate. The most probable root cause is handling damage. (B)(4).

Event description:
It was reported to boston scientific corp that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, during preparation, the balloon would not inflate. Add'l info confirmed the balloon was never inserted into the scope or pt. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation observations; there was a circumferential tear found in the balloon.